Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance values. The right atrial (ra) lead exhibited undersensed p waves. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient went to the emergency department due to weakness and chest discomfort. An interrogation revealed the rv lead exhibited high thresholds and noise.